Event description:
It was reported that the ilet displayed restart code 41 following an insulin shaft rewind, then triggered the same alert again immediately after two restart attempts, and the device was deemed nonfunctional. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and instructions to discontinue use due to loss of water resistance and uncertain device functionality, with backup therapy advised. Investigation included triage by customer support, verification of shipping details, and guidance to sync data to the mobile app and shut down the device before return. Investigation included customer service troubleshooting and receipt of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.